Event description:
It was reported that the touch screen was not responding on the cusa nxt console. The interface comes up on the screen but it does not respond. The customer checked all of the connections and tried rebooting the unit but it was still not responding. The product problem caused a delay of 15 minutes. Although there was no pt contact and a replacement unit was available and used for the procedure, integra lifesciences corporation's risk management review indicated that not being able to operate the touch screen and having no response to the user input will have the potential effect of not being able to treat the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.